Manufacturer narrative:
H10: the actual device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set separated from the y-site port. This issue was further described as, ¿tubing fell apart above a port and was in two pieces¿. This occurred after the set was spiked and primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.